Event description:
Multiple complaints were reported regarding stopcock breakage, resulting in medication leakage and blood spillage onto patients. The issues occurred during treatment, often after several hours or days of use. In each instance, vasoactive or sedation medications leaked onto the patient, leading to inadequate dosing. Additionally, there were cases where blood backed up through cracks in the stopcock and drained onto the bed. These events resulted in moderate patient harm, as vasoactive medication dosages had to be increased to maintain effectiveness. Replacing the stopcock required a temporary interruption of vasoactive medication delivery, causing treatment delays. Patient involvement was confirmed, with associated moderate harm.

Manufacturer narrative:
Initial reporter phone number with extension + (B)(6). No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.